Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the detachment could not be definitively determined based on the information available. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave peripheral m5+ intravascular lithotripsy (ivl) catheter was used to treat a lesion in the iliac arteries. During the procedure, the shaft of the catheter kinked and broke. There was a complete separation. 3 emitters along with the balloon material were lodged in the patient's common iliac artery (cia). A covered stent was placed to pin and contain the balloon and the 3 emitters. The physician was able to manually remove the emitters from the artery. There was no patient harm reported.